Event description:
It was reported that the patient passed away due to sepsis. This was not considered device or therapy related. The doctor said that the device was not the cause of death as the pump was functioning as intended and the patient sepsis was associated to multiorgan failure. An autopsy was not performed. The device was not explanted and would not be returned for evaluation. The clinical symptoms/cultures were unknown. The source of the infection/sepsis was unknown. This was treated with antibiotics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.